Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced resistance when filling multiple cartridge. There was no reported adverse impact to the customer's blood glucose level. No additional information regarding this event was provided by the customer.